Event description:
The hearing aid (h/a) specialist noticed a wax guard in the user's ear during a routine f/u visit to the h/a dispenser's office. The h/a specialist removed the wax guard from the user's ear. There was no further treatment needed. The ear had no redness or swelling. The user had no complaint, he did not know the wax guard was in his ear.